Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pt reported going to their hospital to get the device adjusted or reprogrammed, and was planning to wait a few weeks to see how they were reacting it. Additional information received. Pt has not had further issues with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported for the past couple months they've been experiencing issues while charging their ins. Pt stated it takes about 2.5 hours to charge and sometimes it will just stop charging out of nowhere; there was poor/intermittent telemetry. A replacement recharger telemetry module (rtm) was sent out. Caller is pt who indicates they weren't able to get a normal charge screen on their controller when charging ins. Pt also said it was sometimes taking them 3-4 hours to charge their implant. This issue has been occurring for past week of two per pt. Today, pt says they had just seen a normal charge screen that showed their ins at 40% but then lost that screen and was only getting no device found. Tss had caller start charge session and pt was seeing passive charge screen with low of 84 and high of 97. After a few minutes, this changed to an active recharging screen and ins was at 100%. The controller was showing as being at low and needing to be charged. Pt says that they hadn't been charging that long and that their ins shouldn't have been up that high yet. Pt turned on stimulation successfully. Tss reviewed having pt watch their charge level and call back if they were having any other issues. Additional information was received. Pt was admitted to hospital this weekend for unrelated reasons. Pt says stimulation is shutting off and pt says they continued to have charging issues. Pt said it took pt 1h10m to charge from 0 to 80% this morning. Caller shared with pt that this was a normal charge duration and that it would take pt about an hour and 15 or more to fully charge their ins. Caller is going to try to meet with pt some time this week. Pt says pt isn't keeping controller awake during charging sessions. Tss reviewed checking recharge data, pt's settings (pt has been using evolve), estimating recharge frequency to see if that matches pt's experience and to take a look at how pt is charging. Patient is reporting ins is turning off, and the controller is not connecting to the ins without the recharger. The ins is currently charged to 90%. We paired the controller to the ins, and this resolved one of pt's issue and controller is communicating w/ ins w/o the recharger. It is suspected, the controller was never paired to the ins as patient indicated it has never worked without the recharger attached. Caller reprogrammed patient today due to patient was recharging every day and after reprogramming extended the recharge interval to every two days. The ins was turning off during the night, and it was discussed due to the frequent recharging needs which were addressed today.